Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the transaction was not reflecting on the server. A technical support specialist (tss) dialed into the server and accessed the station, identified a manual recovery error, and proceeded according to knowledge article manual recovery required - datasyncinvaliduploadchangetrackingvalue. Data synchronization and maintenance services were stopped; the station database was backed up and the get query results were saved. The manual recovery and truncate scripts were run successfully, services were restarted, uploads were confirmed to be current with no discrepancies, customer was informed of the update, and the case was proceeded for closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server transaction performed on station pyxis bj5 was not reflecting on the es server. However, there were no delays or adverse events or injuries reported based on this event.